Manufacturer narrative:
H3, h6: the manufacturer representative went to the site to perform a system checkout. The manufacturer representative found the system stuck in booting phase on the imaging acquisition system (ias). The attached external monitor greeted the manufacturer representative with the blue screen of death stating that personal computer (pc) was in recovery mode because it could not start properly. After multiple tries, the operating system on the pc failed to start, so it needed to be repaired, due to error code: 0xc0000001. The manufacturer representative was able to put the pc in safe mode to run the repair process to resolve the issue and rebooted with success. The manufacturer representative rebooted the system over 10 times and had no reoccurring event at all. Performed system checkout and returned to service. B01, c13, d02 are applicable. H3, h6: no parts were returned for analysis. Therefore no hardware analysis was completed at this time. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was stuck on booting. The site rebooted the system multiple times before the call. All reboots were made with the umbilical cord connected to the ias. The site booted the system up without the umbilical cable connected, but the ias was still stuck in the booting screen. The account had a second imaging system, but it was currently unavailable as it was being used in another case. The surgery was a two part case where the imaging system was to be used for the second part. Since the imaging system couldn't be booted, the case had to be aborted. Medtronic imaging and navigation were aborted as well. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome. Additional information was received. The surgery was aborted post anesthesia and post incision.